Event description:
It was stated in the report that there was an air leak from the cuff of their size 7 100/199/070 et tube. Per reporter, the leak was at the base and the cuff was not perforated. A video was provided demonstrating the leak by immersing the et tube in water and inflating the cuff ¿ bubbles seen. There was no patient harm, but the patient needed to be reintubated. The sample was contaminated and unavailable for return. They have one remaining unopened et tube of the same batch and has been quarantined in case there is an issue. There was patient involvement, but no harm reported.

Manufacturer narrative:
H3: one used sample was returned for analysis. As received no physical damage or other anomalies observed. A video was also provided by the customer that confirms the leak. In attempts to replicate clinical use the tracheal tube was inflated using the returned syringe. It was observed that the cuff inflated, however it deflated. The cuff was inflated again and put in a water bath. A leak was observed to be coming between the base of the cuff and the main tube. Upon further inspection a channel was observed. The customer reported issue was confirmed and the probable cause was due to a welding error during manufacturing in tijuana. This report is a correction of the rs-site for the original report filed under mrn 9617604-2025-00240-00 on 29-jul-2025.